Manufacturer narrative:
Attempts to obtain additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of six (6) years and four (4) months due to unknown reason. A 25mm 8300ab aortic valve was implanted in replacement. The implantation data card indicated that the device explant was due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 6 years and 4 months for unknown reason. An elite valve model 8300ab25 was implanted in replacement. This case involved a 59-y-o patient. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.